Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tenderness, pain, redness, swelling, immune response, lumpy, hard and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of inflammation, skin irritation, hypersensitivity, pain, edema and erythema: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks and juvéderm ultra plus xc to the lips and chin. About 3 months later, the patient called the healthcare professional and reported having tenderness in the cheeks the previous week. Later, the patient woke up and had developed redness, swelling and pain in the cheeks. Patient has gone to their general physician who had prescribed the patient with antibiotics. It was noted that the event was a potential immune response/granuloma by an allergan clinical specialist which the healthcare professional agreed with. The healthcare professional has not seen the patient and swelling and tenderness has since subsided. Patient just notes that they feel lumpy and hard. There were no issues with the lips and chin.